Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that they were having issues with reservoir leaks. Blood glucose level at the time of incident is unknown. No further details were given. Troubleshooting did not occur. Product will not be returned for analysis.